Event description:
Caller reported a false positive troponin I (tni) result on triage profiler sob test. A single (B)(6) male patient in ed was admitted to ICU with admitting dx of abnormal EKG. A cardiac marker test was run (triage profiler sob) and gave an unexpected positive tni result. A second draw was done 1.5 hours later with a lower value and then 2 hours later another positive, but lower value than the initial result. The tni ranges are as follows: rxl analyzer 0.04-100 and normal range 0.04-0.6. Poc 0.0-0.5. Chief complaint: short of breath. Associated symptom: chest pain. Work up: abnormal EKG: cannot rule out infarct.

Manufacturer narrative:
Investigation pending.